Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The monoblock was replaced. The system was tested adn operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.